Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow-up on (B)(6) 2018. Upon review the patient's right atrial lead exhibited episodes of lead noise resulting in inappropriate mode switches. No other electrical anomalies were noted. The possibility of lead damage was discussed. The physician elected to monitor the patient and no interventions or imaging was performed. There were no patient consequences.